Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. The customer's blood glucose level was 200-250 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the insulin gauge issue could not be verified.